Manufacturer narrative:
Unique identifier (UDI): (B)(4) - there is no documentation that supports a causal relationship between the fresenius products and the adverse event of peritonitis. The nurse identified the peritonitis was possibly related to a breach in aseptic technique as the patient had a concomitant c-diff intestinal infection. The nurse stated she did not believe the peritoneal dialysis therapy or the liberty cycler were related to this event. There is no allegation against any fresenius products or cycler. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient's contact reported that the patient had just been released from the hospital. A follow up call was made to the patient's nurse who reported that the patient had an intestinal infection but stated that the patient had developed peritonitis as well. The patient is receiving in clinic treatment with intravenous antibiotic¿s and oral vancomycin; the patient has been improving. The nurse that it was recommended that the patient transition to in center hemodialysis therapy due to the patient and her spouse encountering difficulties with peritoneal dialysis. The nurse believes that breach in technique was possible factor. To date, patient has refused transitioning to hemodialysis.